Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting. Additional information was not provided.